Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was at 320 mg/dl. The customer states that the battery seemed to have burned he bottom of the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The battery cap was over tightened and had a stripped coin slot, but visual inspection shows that the end cap sticker is stained and not burned as reported by the user. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.